Manufacturer narrative:
Product analysis: analysis was able to confirm the reported overheating issue, overheating messages were present in the device logs. The micro processor unit (mpu) was replaced. The hard drive was upgraded, reconfigured, and the software was reloaded and updated. Analysis was unable to confirm the reported stylus issue, the stylus was re-calibrated. The system fan was replaced as a preventative measure. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and was experiencing lag time between the stylus and the touchscreen. The programmer was returned for service. No patient complications have been reported as a result of this event.